Event description:
Dr. (B)(6), (B)(6) reported that "in (B)(6) 2010 the pt was operated. Last month the pt complained of back pain. When x-rays revealed that one of the screws broke. The pt was hospitalized again, a broken screw was removed. Fusion is not achieved."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.